Event description:
During normal follow up in a total wrist fusion case (6-7 weeks post op), it was determined that one of the screws in the plate broke. The screw and plate were explanted.

Manufacturer narrative:
A visual examination with the naked eye and magnification was performed. The screw is in good condition with no damage observed. Additional mdrs associated with this event: MDR 3025141-2014-00295 follow up 1 - plate. MDR 3025141-2014-00294 follow up 1 - screw 1. MDR 3025141-2015-00029 - screw 2, MDR 3025141-2015-00030 - screw 3, MDR 3025141-2015-00031 - screw 4, MDR 3025141-2015-00032 - screw 5, MDR 3025141-2015-00034 - screw 7, MDR 3025141-2015-00035 - screw 8.